Event description:
On call holiday weekend, pt's mother called to report newest pump keeps putting an error alarm and then running, error alarm not known. (B)(4). Pt used backup pump. Did we (MFR) replace device? Yes. Is the actual device available to be returned for investigation? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Reported to (B)(6).